Event description:
Health care professional (hcp) reported a tear in the tubing and fluid leaked onto pump of pac-xtra device. Patient was monitored after event, resulting in no adverse event. No medical intervention was necessary and no pt. Injury resulted from event.